Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information that the patient alleging device will not turn on/device not functioning, other thermal issue. There was no report of medical intervention. The manufacturer was made aware of this complaint through a representative of the customer. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The manufacture inspected externally observed that the top enclosure and flip doors were observed to have an unknown contaminant on them. What appeared to be dried liquid spots with potential mineral deposits was observed inside the iso port of the rear panel, on the top enclosure, front panel, pca, the blower box cap, rear panel, and bottom enclosure. A dust-like contaminant was observed on the front panel, rear panel, and bottom enclosure. The pca and the ui ribbon cable were observed to have some areas of corrosion to them, likely due to liquid ingress. A heavy amount of potential mineral deposits due to liquid ingress was observed on the blower, blower seal, inside the blower, on the blower box, and the outlet of the blower box. Hair-like contaminants were observed on the blower box. Evidence of sound abatement foam degradation/breakdown was not observed. The manufacturer used a fitt (foam integrity test tool) and was not able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer concludes there was no evidence of sound abatement foam degradation and there is no visible damage or functionality failures of the device. The manufacturer observed dust contamination and water marks in the device and are consistent with being from an external source.